Event description:
Customer alleges broken weld. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ihcs5, serial number/date code (B)(4) is approximately 1 year 7 months old. The owner's manual part number 1153410 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer stated that there was a broken weld on the bed frame. The location is unknown. The whole bed is to be replaced as it is allegedly too difficult to change out the frame in the field. No injury or medical intervention alleged.